Event description:
As reported by the patient, she had mentor gel breast implants inserted in 1996. Subsequently, she began experiencing severe autoimmune symptoms of muscle cramping, fasciculation, difficulty swallowing and decreased sound when speaking. The device remains implanted. See report no: (B)(4).